Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-20485, related manufacturer reference number: 2017865-2021-20487. It was reported that the implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted for unknown reason. The patient condition was unknown.